Event description:
A call was placed to technical services on (B)(6) 2018 stating that this ra lead was having noise, oversensing, and high impedance. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).